Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. Patient reported an out of regulation (oor) message /the ins cannot output what is being requested. The patient was checking the ins when they saw the oor message . It was reviewed for the patient how to bypass the oor by pressing any navigation bar. Patient was redirected to follow up with the health care professional (hcp) to determine the reason why the oor was triggered. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event. Additional information was received from the hcp indicating the cause of the oor message was not known as the issue had not recurred. The hcp indicated that the unit was working well. Additional information received reported the patient was having an issue with one of the patient programmers. The problem was they were experiencing oor when the patient tried to make adjustments to their settings. It was noted it was an oor with a doctor symbol and was able to clear the oor screen by hitting the down arrow on the navigational button. It was reviewed how to change the settings because the patient wanted to increase the stimulation settings from 0.6. It was noted that oor appeared again, but after clearing it and reattempting to change the settings, it was stated that it was successful ("it suddenly increased" when the patient went in to increase). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) stating that the only error message was (B)(6) 2018, and did not recur for further investigation. There was also one incidence where one side-the left side was not working, they called the manufacturer and reset, and there has been no problems since. No further patient complications were reported/ anticipated as a result of this event